Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was infected. The ipg system was explanted. The patient received a temporary pacing lead connected to an external generator pending the subsequent implant of a new ipg system. No further patient complications have been reported as a result of this event.